Event description:
It was reported that stent premature deployment occurred. The 60-70% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 12x60x120 epic self-expanding stent was selected for use via antegrade approach. However, during the procedure, it was noted the stent could not cross the lesion. The device was removed and during an attempt to deploy the stent again, the distal part of the stent was slightly opened and could not be re-inserted. The procedure was completed with an alternate device. There were no patient complications as a result of this event.

Manufacturer narrative:
Updated e1: initial reporter email. E1 - initial reporter address 1: (B)(6). Good faith effort attempts were made to retrieve additional details regarding the device status, but further information was unable to be obtained.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Good faith effort attempts were made to retrieve additional details regarding the device status, but further information was unable to be obtained.

Event description:
It was reported that stent premature deployment occurred. The 60-70% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 12x60x120 epic self-expanding stent was selected for use via antegrade approach. However, during the procedure, it was noted the stent could not cross the lesion. The device was removed and during an attempt to deploy the stent again, the distal part of the stent was slightly opened and could not be re-inserted. The procedure was completed with an alternate device. There were no patient complications as a result of this event.

Event description:
It was reported that stent premature deployment occurred. The 60-70% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 12x60x120 epic self-expanding stent was selected for use via antegrade approach. However, during the procedure, it was noted the stent could not cross the lesion. The device was removed and during an attempt to deploy the stent again, the distal part of the stent was slightly opened and could not be re-inserted. The procedure was completed with an alternate device. There were no patient complications as a result of this event.

Manufacturer narrative:
Updated e1: initial reporter email. E1 - initial reporter address 1: (B)(6) school. Device analysis findings: upon receipt at our post market quality assurance laboratory, the device was received with the stent partially deployed. The safety lock was not in place on the device. The investigator deployed the stent without any issues. Stent was noted to be damaged on the distal end. A visual examination identified no issues with the tip of the device. A visual and tactile examination found no kinks or damage to the sheath of the device. A visual examination identified no issues or damage to the handle of the device. This concludes the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the epic device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.